Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found the lead tip separated from the tine sleeve due to a workmanship anomaly. (B)(6). Failure (event) observed during analysis. Lead was not implanted.